Event description:
A customer reported to beckman coulter, inc. (Bec) that access 2 immunoassay system generated erroneously elevated troponin (accutni) results within the risk stratification range on one patient's sample. The results were reported out of the laboratory. Repeat testing on the same and on a subsequent sample produced results within the normal reference range. It is unknown to the customer whether there was patient injury requiring medical intervention or change to patient treatment connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. The customer has policy to repeat all positive troponin results. The supplied qc data indicates the customer runs three levels of troponin qc at least twice daily. On (B)(4) 2012, all levels of troponin qc recovered >2sd low. The customer repeated and all levels recovered within range. All subsequent qc has recovered within the customer's established ranges. A system check was run on (B)(4) 2012. Only the result for the washed %cv portion was supplied and was within published specifications. On (B)(4) 2012, while troubleshooting with a field service engineer (fse) over the phone for a different issue, the customer reported the incident with qc recovery. The fse had the customer remove the reagent pack from the system. The customer noted foam in the particle well and it was nearly empty. Service was onsite already for another issue, and the fse ran a system check and foam/no foam test. The fse adjusted the ultrasonics as it was running a little high. No root cause can be determined for this event.